Manufacturer narrative:
Device evaluation of battery pack has been completed. Battery was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging cells. The battery was repaired, retested, and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.

Event description:
A lifecor patient service representative (psr) or a female patient contacted lifecor customer support to report that the patient's battery pack would not boot the monitor. The psr also reported that when the battery was placed in the battery charger the battery fault led illuminated. Psr replaced the battery.